Event description:
Tubing was primed and placed into the alaris pump. When the door was closed, the tubing broke apart directly below the safety clamp. The tubing had not yet been connected to the patient. Blood bank notified and the unit was discarded. Blood saturated alaris infusion pump. Pump was removed from service. Blood bank issued another unit of blood. Infusion delayed by approximately 1 hour. Manufacturer response for infusion set, bd alaris pump infusion blood set (per site reporter): bd requested tubing be sent in for investigation.